Event description:
It was reported via repair work order that the right calf support was not locking due to corrosion. It was further reported that the right foot assembly would not lock into place due to missing cap screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.